Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of necrosis and infection (late onset) is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: necrosis and infection (late onset).

Event description:
Healthcare professional reported infection (late onset). Later, healthcare professional reported necrosis. The device remains implanted. This relates to the right side.